Event description:
It was reported that during the preparation of a procedure to treat an atrial tachycardia, an intellamap orion high resolution mapping catheter was selected for use. Flow rate was 2ml. Tried to plug the catheter to the irrigation pump. However, no irrigation was observed at the tip of the orion and the pump was running correctly. Errors p05 and p07 were displayed on the pump. Therefore, catheter was replaced with an intellanav st catheter and the issue was resolved. Procedure was able to be resolved without any patient complications. Catheter is expected to be returned for further analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.